Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found needle separated from sensor base. Analysis was unable to perform insertion needle complaint due to customer returned the sensor opened and used. Complaint against sen-serter.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 172 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.